Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc) indicating the generator was approaching its end of service. The company representative would follow up to determine the nature of the message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.